Manufacturer narrative:
Findings: unit received with frozen display during the startup count down. No audio alarm tone occurred during testing. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to frozen display. Problem isolated to the motherboard. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and case cracked at the reservoir tube window corner. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed a constant tone. The patient's blood glucose level was 195 mg/dl at the time of the call. The customer also discovered a black circle on the screen of the insulin pump. The customer could not resolve the issue with a set change. The customer advised to change the battery on the insulin pump and to monitor the device for any future issues.